Event description:
Image corruption reported by customer. Patient's images mixed during recall. One patient had 10 stored images all displaying the same image. Each was different when recalled on left. The thumbnails do not always match the recalled image.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.